Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a known potential clinical adverse event associated with vads as outlined in the instruction for use (IFU). The IFU and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Device remains implanted.

Event description:
It was reported that on (B)(6) 2014, a clinical study patient presented to the emergency room with reports of low-grade fever for two days, white blood cell (wbc) 14.1 10*3/ul, and a temp 100.2f. The patient was admitted and started on vanco 1500mg intravenous (IV) daily and cefepime 1g IV twice daily. Per the infectious disease (ID) team, the patient should be on long-term (B)(6) suppressive therapy after the bacteremia. On (B)(6) 2014, blood culture results revealed gram positive cocci. Leukocytosis was trending downward with wbc 7.4 10*3/ul. (B)(6) was found on repeat blood cultures on (B)(6) 2014 and (B)(6) 2014. Several antibiotics were started including oral rifampin 600mg daily, oral cipro 500mg daily and oral septra 160mg twice daily. On (B)(6) 2014, blood cultures were negative and ID cleared the patient for discharge with negative cultures. The patient was given IV antibiotics for 4 weeks with long-term septra afterwards. On (B)(6) 2014, the patient was discharged home with a wbc 10.6 10*3/ul, temp 98.3f.